Event description:
It was reported that the aseptic housing is broken after sterilization process and the top housing detached from the bottom housing. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.